Manufacturer narrative:
The product return date was not available at the time of this report.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has damaged battery pins. There was no reported patient involvement.